Event description:
The device was used during an unknown procedure. It was reported by the rep. That "the jaws of the forceps was or remained glued during the surgery so the surgery changed from laparoscopic to open surgery. The physician and the patient were very upset with this problem."